Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got alarm was pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The product will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify an error in the motor was detected by reading unexpected value from hall sensor due to missing segments/partial display.